Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device's defib output was out of specification and the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for defib output incorrect was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly test without duplicating the report. An internal inspection resulted in no findings. The main board and capacitors were replaced as a precaution. The customer's report for device did not detect the attached electrode pads was not observed during testing. However, a review of the device log showed that the error occurred during the lid close. This indicates that the pads were disconnected when the device was powered on. This does not indicate a device malfunction. The investigation has been closed as incorrect sequence/setting. It was recommended to the customer to ensure pads are connected bfore closing the lid to resolve the report. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. No trend is associated with reports of this type.